Manufacturer narrative:
Follow-up #1: date of submission 05/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/17/2016 with the following findings: multiple no cartridge detected eaw 163 warnings observed in blackbox. Load step malfunction was duplicated during investigation. During load step, piston pushes up until cartridge is empty. Force calibration failed. The pump was opened and the spoke shim plate was found to be dimpled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.